Event description:
It was reported to covidien that the unit has missing display segments. The reporter did not remember any other information about the failure. There was no report of patient harm.

Manufacturer narrative:
The npb40 is no longer manufactured. The npb40 has surpassed end of life and end of service. Customers may choose to upgrade to the oximax n-65 handheld pulse oximeter.